Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 20.2cm to 20.5cm consistent with friction to the device can located proximal to the suture sleeve tie impression. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. All other damages found are consistent with procedural damage

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout.